Event description:
The customer states he obtained back to back readings of lo and 105 mg/dl on the suspect device. Controls were not run. The customer states when he gets a lo he retests several times and uses the most frequent value for diabetic management. No adverse event reported, no treatment, and the customer states he is fine. Return requested, and replacement was sent.